Event description:
During a shoulder repair, the distal tip of two expressew flexible suture passer needles broke off into the patient. All was retrieved and the case was concluded without further incident or harm to the patient. (Also see associated MDR 1221934-2006-00040).